Event description:
The pt rec¿d emergency room treatment for hypoglycemia. The pt reported that he was priming the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor. The pt was connected to the infusion set during the rewind and load cartridge process. The pump user guide instructs users to disconnect from the set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / load cartridge / prime sequence.